Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported "rupture and capsular contractures, baker grade unknown", ruptures were confirmed via MRI. Healthcare professional reported later "capsular contracture was confirmed, baker grade IV". Device was found to be intact at explant. This record is for the right-side. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV. Additional, changed, and/or corrected data: b5, b6, d6b, e1, h6, h11.

Event description:
Healthcare professional later reported right side device was found intact upon explant and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture via MRI and capsular contracture, baker grade unknown. Device remains implanted.